Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The hub of the sheath, carrier tube assembly, arteriotomy locator and the broken pieces of the sheath were returned for analysis. Visual inspection revealed that there were no anomalies were noted with the locator. The sheath was found cracked. The broken pieces of the sheath were examined under the microscope and it was noted that the sheath had a yellow discoloration. The broken pieces of the sheath were analyzed to check if it is brittle, the sheath shattered/cracked upon application of minor force. Upon examination of the header bag, no anomalies were noted with the packaging and the temperature dot was not triggered. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
The initial report that was reported only mentioned one device. Additional information was received on (B)(6) 2019 that confirmed there were two devices that failed on the same patient, therefore additional information in this reported may be dated as being received prior to the aware date of this report due to it being received with the previously reported report. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-00542.

Event description:
The user facility reported that two 6fr angio-seal vip devices were used on one patient and failed. During the deployment of the first device, the sheath cracked and shattered outside of the patient's body. The sheath was removed, and a second angio-seal device was opened. During the deployment of the second device, the device was inserted into the patient and the device fell apart. The patient was taken into surgery to have footplate and collagen removed. After the surgery the patient was in good condition. The outcome of the procedure was great. Additional information was received on (B)(6) 2019. The procedure that was performed was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. The patient was reported to be in stable condition. Estimated blood loss was less than 250 ml. Bleeding was controlled with manual pressure. It took forty minutes to stop. Everything was assembled properly, when the sheath/dilator was inserted, the sheath broke into pieces. Uv lighting is not used in the cath lab. The angio-seal device is stored in a pyxis unit. Additional information was received on (B)(6) 2019. Three pieces of the sheath was removed from the patient body after the surgery. Hemostasis was achieved by manual compression. The devices are received in the warehouse and sit for 30 minutes to an hour in the original shipping box. The product is then transported by logistics to the storage room where the devices are unpacked and stored at 66°f - 72°f and 20% - 60% humidity. The storage room is monitored for temperature and humidity and logistics will be notified if either goes outside of the control limits. From the storage room, the devices are moved to the pyxis where they are stored four or five at a time until used. No issues with pyxis system were noted during the storage of the devices.